Manufacturer narrative:
Concomitant medical products: 439888 lead; 5076-52 lead implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient son believes the patient death was caused by a faulty cardiac resynchronization therapy defibrillator (crt-d). Patient son noted that since the implant of the device, the patient health deteriorated. Patient son is waiting to hear the actual ¿diagnosis¿ but believes the patient had a heart attack. Patient also noted that the device was reset six times in three months because the heart rate would not stay at a specified number.